Event description:
Healthcare professional reported unknown side "rupture, clinical pain, capsular contracture baker grade IV, and breast asymmetry". Device remains implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV, breast asymmetry.

Event description:
Healthcare professional reported "the patient has a ruptured implant. Clinical pain, 4th degree contracture". Later, reported "painful palpation and deformation of the chest". This record is for a left side. Device was explanted and return is not available.

Manufacturer narrative:
Photo analysis results: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2020. Clarification to d6a implant date: partial date initially provided as "10 years ago", and later as "2005". (B)(6) 2015 and (B)(6) 2005 are not populated as the device was not manufactured until (B)(6) 2015. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "rupture, clinical pain, capsular contracture baker grade IV, and breast asymmetry". Healthcare professional later reported "painful palpation and deformation of the chest". Device has been explanted.